Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal stripes in the image during reprocessing involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the horizontal stripes was due to liquid immersion. There was no patient involvement.